Manufacturer narrative:
The event was estimated to have occurred in 2022.

Event description:
It was reported that during a remote follow up, post-paced t-wave oversensing (pptwos) and loss of capture were noted on the left ventricular (lv) lead. The device was reprogrammed to resolve the event. The patient was in stable condition.